Event description:
Reportedly, during patient use, the alarm silence button did not function. The patient was manually ventilated and then switched to another ventilator. There was no serious patient harm reported.

Manufacturer narrative:
(B)(4).